Manufacturer narrative:
The insulin pump was received with missing segments and a partial display due to a cracked connector. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump display was missing a line.